Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic pain') in an adult female patient who had essure (batch no. 806693) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, vaginal yeast infection and vaginal discharge. Previously administered products included for an unreported indication: triphasil. Concurrent conditions included anxiety and depression. Concomitant products included levothyroxine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced bacterial infection ("bacterial infection"), vulvovaginal mycotic infection ("yeast infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2015, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyrodism"), fatigue ("fatigue"), peripheral swelling ("swelling of hands,feet"), joint swelling ("ankles swelling") and gluten sensitivity ("started having trouble with gluten products.") And was found to have weight increased ("weight gain,"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/dental problems"), pharyngeal swelling ("allergic or hypersensitivity reaction type: swelling of throat"), abdominal distension ("bloating"), adnexa uteri pain ("pain: left and right ovaries") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, tooth disorder, vaginal haemorrhage, menorrhagia, pharyngeal swelling, hypothyroidism, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, peripheral swelling, joint swelling, bladder disorder, urinary tract disorder, gluten sensitivity and adnexa uteri pain outcome was unknown, the bacterial infection and vulvovaginal mycotic infection was resolving and the inflammation had resolved. The reporter considered abdominal distension, adnexa uteri pain, bacterial infection, bladder disorder, dysmenorrhoea, fatigue, gluten sensitivity, hypersensitivity, hypothyroidism, inflammation, joint swelling, menorrhagia, pelvic pain, peripheral swelling, pharyngeal swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received :lot number added. Following events were added : abnormal bleeding (vaginal, menorrhagia, swelling of throat, bacterial infection, yeast infection, hypothyrodism, dysmenorrhea, vaginal discharge, fatigue, weight gain, bloating, pain: left and right ovaries, swelling of hands/feet, ankle swelling, bladder or urinary problems, gluten sensitivity, inflammation. Event infection nos was updated to bacterial infection. Reporter information added. Historical drug and medical history added. Concomitant conditions and product added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic pain') in an adult female patient who had essure (batch no. 806693) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, vaginal yeast infection and vaginal discharge. Previously administered products included for an unreported indication: triphasil. Concurrent conditions included anxiety and depression. Concomitant products included levothyroxine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced bacterial infection ("bacterial infection"), vulvovaginal mycotic infection ("yeast infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2015, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), fatigue ("fatigue"), peripheral swelling ("swelling of hands,feet"), joint swelling ("ankles swelling") and gluten sensitivity ("started having trouble with gluten products.") And was found to have weight increased ("weight gain,"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/dental problems"), pharyngeal swelling ("allergic or hypersensitivity reaction type: swelling of throat"), abdominal distension ("bloating"), adnexa uteri pain ("pain: left and right ovaries") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, tooth disorder, vaginal haemorrhage, menorrhagia, pharyngeal swelling, hypothyroidism, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, peripheral swelling, joint swelling, bladder disorder, urinary tract disorder, gluten sensitivity and adnexa uteri pain outcome was unknown, the bacterial infection and vulvovaginal mycotic infection was resolving and the inflammation had resolved. The reporter considered abdominal distension, adnexa uteri pain, bacterial infection, bladder disorder, dysmenorrhoea, fatigue, gluten sensitivity, hypersensitivity, hypothyroidism, inflammation, joint swelling, menorrhagia, pelvic pain, peripheral swelling, pharyngeal swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 806693) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, vaginal yeast infection, vaginal discharge, bloating, hypothyroidism, basal cell carcinoma and depression. Previously administered products included for an unreported indication: triphasil. Concurrent conditions included anxiety, depression, acute vaginitis, joint pain, stiffness, vaginal irritation, fungal infection, itchy, vulval pruritus, ovarian cyst, adnexal mass, urinary urgency, bacterial vaginosis, vaginal pain, lower abdominal pain, uti, foggy feeling in head and paratubal cyst. Concomitant products included fluconazole (diflucan) and levothyroxine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced bacterial infection ("bacterial infection"), vulvovaginal mycotic infection ("yeast infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyrodism"). In 2015, the patient experienced fatigue ("fatigue"), peripheral swelling ("swelling of hands,feet"), joint swelling ("ankles swelling") and gluten sensitivity ("started having trouble with gluten products.") And was found to have weight increased ("weight gain,"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/dental problems"), pharyngeal swelling ("allergic or hypersensitivity reaction type: swelling of throat"), abdominal distension ("bloating"), adnexa uteri pain ("pain: left and right ovaries"), inflammation ("inflammation"), arthralgia ("joint pain"), ovarian cyst ("ovarian cyst") and food allergy ("sensitivity to beer"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, tooth disorder, vaginal haemorrhage, menorrhagia, pharyngeal swelling, hypothyroidism, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, peripheral swelling, joint swelling, bladder disorder, urinary tract disorder, gluten sensitivity, adnexa uteri pain, arthralgia and ovarian cyst outcome was unknown, the bacterial infection and vulvovaginal mycotic infection was resolving and the inflammation and food allergy had resolved. The reporter considered abdominal distension, adnexa uteri pain, arthralgia, bacterial infection, bladder disorder, dysmenorrhoea, fatigue, food allergy, gluten sensitivity, hypersensitivity, hypothyroidism, inflammation, joint swelling, menorrhagia, ovarian cyst, pelvic pain, peripheral swelling, pharyngeal swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: high cholesterol, high triglyceride. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Lot number: 806693 manufacturing date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 806693) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, vaginal yeast infection, vaginal discharge, bloating, hypothyroidism, basal cell carcinoma and depression. Previously administered products included for an unreported indication: triphasil. Concurrent conditions included anxiety, depression, acute vaginitis, joint pain, stiffness, vaginal irritation, fungal infection, itchy, vulval pruritus, ovarian cyst, adnexal mass, urinary urgency, bacterial vaginosis, vaginal pain, lower abdominal pain, uti, foggy feeling in head and paratubal cyst. Concomitant products included fluconazole (diflucan) and levothyroxine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced bacterial infection ("bacterial infection"), vulvovaginal mycotic infection ("yeast infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyrodism"). In 2015, the patient experienced fatigue ("fatigue"), peripheral swelling ("swelling of hands,feet"), joint swelling ("ankles swelling") and gluten sensitivity ("started having trouble with gluten products.") And was found to have weight increased ("weight gain,"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/dental problems"), pharyngeal swelling ("allergic or hypersensitivity reaction type: swelling of throat"), abdominal distension ("bloating"), adnexa uteri pain ("pain: left and right ovaries"), inflammation ("inflammation"), arthralgia ("joint pain"), ovarian cyst ("ovarian cyst") and food allergy ("sensitivity to beer"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, tooth disorder, vaginal haemorrhage, menorrhagia, pharyngeal swelling, hypothyroidism, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, peripheral swelling, joint swelling, bladder disorder, urinary tract disorder, gluten sensitivity, adnexa uteri pain, arthralgia and ovarian cyst outcome was unknown, the bacterial infection and vulvovaginal mycotic infection was resolving and the inflammation and food allergy had resolved. The reporter considered abdominal distension, adnexa uteri pain, arthralgia, bacterial infection, bladder disorder, dysmenorrhoea, fatigue, food allergy, gluten sensitivity, hypersensitivity, hypothyroidism, inflammation, joint swelling, menorrhagia, ovarian cyst, pelvic pain, peripheral swelling, pharyngeal swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: high cholesterol, high triglyceride. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 806693) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, vaginal yeast infection, vaginal discharge, bloating, hypothyroidism, basal cell carcinoma and depression. Previously administered products included for an unreported indication: triphasil. Concurrent conditions included anxiety, depression, acute vaginitis, joint pain, stiffness, vaginal irritation, fungal infection, itchy, vulval pruritus, ovarian cyst, adnexal mass, urinary urgency, bacterial vaginosis, vaginal pain, lower abdominal pain, uti, foggy feeling in head and paratubal cyst. Concomitant products included fluconazole (diflucan) and levothyroxine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced bacterial infection ("bacterial infection"), vulvovaginal mycotic infection ("yeast infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyrodism"). In 2015, the patient experienced fatigue ("fatigue"), peripheral swelling ("swelling of hands,feet"), joint swelling ("ankles swelling") and gluten sensitivity ("started having trouble with gluten products.") And was found to have weight increased ("weight gain,"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/dental problems"), pharyngeal swelling ("allergic or hypersensitivity reaction type: swelling of throat"), abdominal distension ("bloating"), adnexa uteri pain ("pain: left and right ovaries"), inflammation ("inflammation"), arthralgia ("joint pain"), ovarian cyst ("ovarian cyst") and food allergy ("sensitivity to beer"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, tooth disorder, vaginal haemorrhage, menorrhagia, pharyngeal swelling, hypothyroidism, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, peripheral swelling, joint swelling, bladder disorder, urinary tract disorder, gluten sensitivity, adnexa uteri pain, arthralgia and ovarian cyst outcome was unknown, the bacterial infection and vulvovaginal mycotic infection was resolving and the inflammation and food allergy had resolved. The reporter considered abdominal distension, adnexa uteri pain, arthralgia, bacterial infection, bladder disorder, dysmenorrhoea, fatigue, food allergy, gluten sensitivity, hypersensitivity, hypothyroidism, inflammation, joint swelling, menorrhagia, ovarian cyst, pelvic pain, peripheral swelling, pharyngeal swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: high cholesterol, high triglyceride. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: information received via social media. Events¿ food allergy, ovarian cyst, and arthralgia" were added.¿ lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues") and infection ("infections"). The patient was treated with surgery (had surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, tooth disorder and infection outcome was unknown. The reporter considered hypersensitivity, infection, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.